Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Returned for eval was one softvu catheter. Visual examination noted that catheter tip was broken in two pieces approximately 8mm from where the black tip material is welded onto the catheter shaft. The remaining piece of tip material showed signs of being "accordioned". A .038' guidewire was inserted through the shaft and out the broken distal tip successfully. No kinks in the catheter shaft were noted. The customer's reported complaint description cannot be confirmed for kinks in the catheter shaft; however a fracture was noted in the soft tip of the catheter. The most probable root cause of the reported complaint is that resistance was met and the catheter was removed, the catheter was pulled on and split post removal. During the mfg process, catheters receive a visual inspection for digs, cuts, kinks, foreign matter, or other deformations along the shaft of the catheter. The instructions for use contains a statement; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2013, a female patient presented for an embolization of an inferior mesenteric artery. During prep the physician and technologist noted no kinks in the catheter before starting the case. The treating physician advanced the catheter up to the common iliac artery on the right side. The physician noted that patient has a lot of calcification within her aorta. The physician removed the catheter out of the patient and noted that the catheter was damaged. Another new of the same device was used without complications. There was no report of harm or injury. The patient is reported unaffected by the event.